Event description:
It was reported that, "the lateral femoral condyle cracked while putting on femoral trial."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.